Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, when the programmer was tested with the analyzer there were no errors and the programmer passed functional and incoming testing. It was noted that there were errors in the update history. (B)(4).

Event description:
It was reported that when the built-in analyzer was being used with the programmer during a pacemaker implant procedure to measure pacing and sensing values, no signals could be seen. The analyzer cable was replaced with a new one but still no good connection could be made. When the programmer was exchanged with another one suddenly good contact was seen and proper measurements could be done. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.